Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The moderately tortuous lesion was located in an artery below the knee. A sterling es otw 3mm x 40mm x 145cm balloon catheter was selected and on the 10th inflation, at 14 atms, for 16 seconds, a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) reload was received in good visual condition and fully loaded with staples. The reload was tested for functionality with a test device and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the staples did not release from the cartridge. Another cartridge was used to complete the case with no patient consequence. The customer has no further information about the event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.